Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the tip of the involved angio-seal evolution was damaged. The patient was in stable condition. The procedure was completed successfully with a new angio-seal device.

Event description:
Additional information was received on june 27, 2018: procedure was to treat gi bleed. A sheath shot was done pre- deployment, using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device, as the subject device never touched the patient. The bent tip was discovered upon opening the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the date of event and to provide additional information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One 6 fr angio-seal evolution was returned for product evaluation. The polyfoil pouch, the bypass tube, and carrier tube assembly were all returned. No other accessory components were returned. Initial visual inspection of the polyfoil pouch showed that the bypass tube was dislodged. The polyfoil pouch had been opened completely. The carrier tube assembly was then inspected. The button on the carrier tube assembly was hard indicating the gear box assembly had been displaced and was in the distal position. The anchor and collagen had been dislodged from the original manufacturing position within the carrier tube assembly; 0.9445" of suture, anchor, and collagen remained outside of the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. Mishandling of the device, may have likely contributed to the dislodgement of the bypass tube, and further forces on the anchor resulted in the collagen and gear box assembly being dislodged from their original manufacturing positions.

Event description:
Additional information was received on june 27, 2018: procedure was to treat gi bleed. A sheath shot was done pre- deployment, using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device, as the subject device never touched the patient. The bent tip was discovered upon opening the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the date of event and to provide additional information.